Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): the full lead was returned to the manufacturer and analyzed. Primary results revealed that no anomalies were found.

Event description:
It was reported that prior to the implant, the physician and the nurse attempted to screw the helix out of the lead but was not able to. The physician implanted a different lead. No patient complications have been reported as a result of this event.